Event description:
It was reported that the ilet pump was leaking from the cartridge connector and chamber after a supply change, leading to elevated blood glucose with device high alerts; troubleshooting included a dry run, cleaning, and replacing supplies, which allowed drops to be observed and delivery to resume, but leakage persisted and a replacement pump was arranged. Symptoms included nausea associated with hyperglycemia, with the highest reported blood glucose of 360 mg/dl. Outcomes included user-administered corrective subcutaneous insulin by pen, with no injury and continued screen usability. Investigation included guided functional checks, supply replacement, and observation for leaks during delivery. Investigation of this case revealed persistent leakage at the connector consistent with a device component seal or connection issue affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the cartridge connection.

Manufacturer narrative:
Investigation description: the device exhibited no observable external defects or abnormal wear. Upon placement on the charging pad, the device powered on as designed. Functional testing confirmed the device could be wound and rewound multiple times without issue and successfully execute all available menu commands in accordance with design specifications. The consumable supplies referenced in the complaint were not provided for evaluation; therefore, the reported issue could not be reproduced under test conditions. No functional or mechanical abnormalities were identified during the evaluation. Based on the available evidence, the device was determined to be operating as designed. The customer-reported complaint could not be confirmed.